Event description:
The customer reported the device displays a low battery alarm and a svc required message during testing that are accompanied by a hissing power supply. There was no reported pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.